Event description:
As reported by the edwards field clinical specialist, after successful implant of a sapien 3 valve in the aortic the perclose failed. There was no report of intervention. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).